Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-28 from a healthcare professional (hcp) reported the cause of the motor stall was not determined. The pump was replaced on (B)(6) 2017. The current status of the pump was at the hospital pathology department, and hopefully will be returned to manufacturer for analysis. The patient's weight was (B)(6) kg. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 1200mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall was seen at initial interrogation and the patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event logs reported a motor stall occurred and was active. It was reviewed to consider pump replacement, programming to minimum rate, and to return pump to manufacturer if explanted/replaced. It was noted they were going to try and replace the pump today ((B)(6) 2017) or tomorrow ((B)(6) 2017). No symptoms were reported. Event date for stalls/recoveries was (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-26 reported the patient's pump was replaced and the patient was feeling good. No further complications were reported/anticipated.